Event description:
It was reported by service report that the docker cable had bent pins. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: the docker cable had to be replaced.